Manufacturer narrative:
Final analysis found the reported charge timeout was confirmed in the laboratory via review of the device image. The root cause of the charge timeout and battery depletion was due to the large number of charges.

Manufacturer narrative:
Correction: -device code for inappropriate shock was missed in the previous report. This report notes the correct code.

Event description:
It was reported that the patient presented to the clinic and the patient had received few shocks for atrial fibrillation. The device was interrogated and found to have alerts for elective replacement indicator (eri) and end of service (eos) on the same day. The capacitor charge time limit was reached. There was a volt drop and the battery was prematurely depleted. The device was explanted and replaced on (B)(6) 2017. No patient symptoms reported. Patient was stable.